Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained ventricular tachycardia in between monitor zone and therapy zone resulting in no hv therapy delivered. Programming changes were performed to resolve the issue. There were no patient consequences.